Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that the pt experienced red heart alarms and the pump stopped. The pt was admitted to the hosp and placed on pneumatic support. An echocardiogram, CT scan and x-ray were performed and the hosp made a decision to replace the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The MFR is attempting to acquire the device for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.